Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The reported foot break was confirmed. The foot retraction issue was confirmed due to the condition of the returned device. The posterior foot was separated and not returned. The difficulty to remove the device is likely related to the observed foot retraction issue. The investigation determined the reported difficulties and patient effect appear to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that arteriotomy closure of the moderately calcified common femoral artery was attempted using a proglide via a 7f sheath after a percutaneous transluminal intervention. Reportedly, the proglide device was deployed but it was not possible to close the foot and remove the device. Force was used to remove the device from the patient anatomy and the vessel ruptured. Additionally, the proglide foot broke but did not separate from the device when pulling the proglide device out from the patient anatomy. Analgesic was administered. Surgical intervention with cut down was required to repair the vessel with a plastic patch and there was a clinically significant delay of two hours in the procedure. Hospitalization was prolonged. The physician is reportedly trained in the use of the proglide device. No additional information was provided.